Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing pain due to not having a working device. The patient stated that they were taking percocet to help their pain and that they would contact their physician regarding getting a prescription and/or replacement device. No further complications were reported or anticipated. Indication for use is non-malignant pain.